Event description:
It was reported that following an unspecified procedure in the left superficial femoral artery (sfa), the distal tip of the platinum plus guidewide unraveled and the tip lodged in the hub of the sheath following withdrawal. A polar catheter was also used in the procedure. There were no patient complications, and patient status was reported as 'fine'.

Manufacturer narrative:
Product has been returned, however, the investigation is not complete at this time. A supplemental report will be filed when the investigation is complete.